Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. The pt was experiencing an increase in seizures for the past two weeks and had fallen and broken their arm one week before office visit. It was reported that the pt had undergone generator replacement surgery approx 3 months prior. It is not known whether intraoperative diagnostic testing was performed at the time of generator replacement surgery, but post implant testing of the device approx 2 months prior to high lead impedance reading was within normal limits, indicating proper device function at that time. Review of x-rays did not reveal any obvious discontinuities in the ncp system. Revision surgery was performed during which the lead pins were removed from the generator and reinserted. Subsequent device diagnostic testing was within normal limits. No product was explanted and the pt was closed.